Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via the provided log file. The log file captured several powers cable disconnect alarms on (B)(6) 2024; these alarms appeared to have been caused by the voltage within the black power cable briefly fluctuating below the alarm threshold, and each alarm resolved within a few seconds when power was restored to the system. No other notable events were observed. The alarms did not prevent the pump from operating as intended throughout the data. The returned system controller (serial number (B)(6) was functionally tested and performed as intended. Atypical alarms were unable to be reproduced throughout all testing, even when the controller¿s power cables were manipulated. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including power cable disconnect alarms. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with wear and tear on the system controller. The controller log files showed intermittent droppage of voltages on the black cable side, and that relative state of charge (rsoc) values were not impacted. Power cable disconnect alarms were present. The pump was not impacted by this as the white cable voltages were always intact. The controller was exchanged. There were no adverse events reported.